Event description:
Used threaded dilator to prepare bone; bone was very hard. The surgeon attempted insertion without using the dilator, he began to tap the anchor in and realized it was not going. He removed it, used the threaded dilator, then attempted insertion again. The distal tip broke. He shaved off the proud portion of the anchor and left the tip in place. They then opened another anchor and as soon as this anchor hit the water, it fell off the inserter than it was in pieces and then it just disintegrated. Surgeon took approximately 25 minutes looking around but could not find any traces of the anchor. Techs called him later and said they did find a few pieces in the suction canister but not the whole anchor.

Manufacturer narrative:
No product is being returned for eval. (B)(4)